Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer reports "the needle is breaking off into her foot while injecting insulin. She went to the hospital and now has a blue foot."